Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements. Additional information was received confirming pace impedance measurements were out of range. A lead revision will be considered by the physician. This lead remains in service. No adverse patient effects were reported.